Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: three products did not work properly. Therefore, all of the disks were removed. Three upper and three lower discs arrived in common with three pins. Two of the upper discs were bent. A visual inspection of the lower discs, especially the pins and their cutting edges. It appears a pin which was cut skewed and underneath the last rim, so the disc came off. The pin of the disc was cut skewed too ad the damages of the rims at one side are a hint for a not correct pushed down upper disc. It is assumed during removal the disc, it came to the deformation. The pin of the disc was cut skewed through a fixation rim, so the upper disc came out without damages. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The root cause for the problem is most probably usage related. A material defect or a manufacturing error can be excluded. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). Three of products did not work properly. All med watch submissions related to this report are: 9610612-2018-00189; 9610612-2018-00191.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope, panasonic dmc tz8 digital camera. We made a visual inspection of the lower discs, especially the pins and their cutting edges. Disc "a" exhibits a pin which was cut skewed and underneath the last rim, so the disc came off. The pin of disc "b" was cut skewed as well and the damages of the rims on one side are an indication of a incorrectly pushed down upper disc. We assume during removal of the disc, it became deformed. The pin of disc "c" was skewed through a fixation rim, so the upper disc came off without damages. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: a material defect or a manufacturing error can be excluded. No CAPA is necessary.